Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had a air bubble anomaly. Customer's blood glucose level was 137 mg/dl at the time of incident. Approximate size of air bubbles was tiny bubbles. Troubleshooting did nor resolve the issue. Customer tried everything but still air bubbles still in the reservoir. Reservoir will be returned for analysis.

Manufacturer narrative:
(B)(4). Evaluated 2 open/used reservoirs. Performed pre-fill reservoir test per (B)(4). Found no air bubbles were observed during analysis. Checked o-rings for defects and none was found. Conclusion: no air bubbles.